Manufacturer narrative:
The third party service center returned the internal battery to the manufacturer for further evaluation. The internal battery was found to have a low state of health. The manufacturer concludes that the issue with the internal battery is related to normal wear associated with rechargeable batteries. A review of the device's manufacturing/service records indicates the returned battery is the original battery installed by the manufacturer when the device was released in 09/2011.

Event description:
A ventilator was returned to a third party service center for evaluation. An issue with the internal battery was observed and the internal battery was replaced. There was no harm or injury reported.